Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately six months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing extended charging time to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.